Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1e processor. The technician inspected the system 1e processor, ran several test cycles, and found the unit to be operating according to specification; no repairs were required. User facility personnel confirmed the chemical indicator present in the cycle subject of the event evidenced passing results. While onsite, the technician was informed that the employee was not wearing proper ppe and spilled the sterilant on their arm while disposing the s40 sterilant cup. The employee did not follow the proper steps for disposing s40 sterilant. The system 1e operator manual (1-1) states, "warnings: always verify that the sterilant container is empty at the completion of the cycle". The operator manual (1-3) further states, "cautions: appropriate personal protective equipment is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures". A steris account manager performed in-service training on the proper use and operation of the system 1e processor, specifically on reprocessing the load if the sterilant container is not empty, handling the sterilant cup, and wearing proper ppe. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while disposing of s40 sterilant while operating their system 1e processor. The employee sought medical treatment.